Manufacturer narrative:
This report was submitted with the date of report as the manufacture notified date. A correction is being filed to reflect the date of report as the date the initial report was submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon microcatheter has not been returned to the manufacturer for evaluation. As a result, no conclusions can be drawn as to the cause of the reported event. However, the device is expected to return for evaluation. Once received and evaluation completed, a supplemental report will be submitted. Mdrs from this event: 2029214-2017-01075 and 2029214-2017-01076. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the marathon micro catheter ruptured and onyx blocked a large part of the artery. Approximately 80% of the material was removed after one hour. Two stents were successful after many attempts. However, it was not possible to remove fragments of material which had migrated too distal into the artery. There were no patient symptoms or complications associated with this event. The patient was receiving onyx embolization to treat an avm. There was no vessel tortuosity and access vessel diameter was approximately 2 mm.

Manufacturer narrative:
The microcatheter was returned for analysis. Liquid embolic material residue was found within the microcatheter hub and occluding the distal tip lumen. No issues were found with the microcatheter hub. However, the microcatheter body was found to have 2 ruptures near the distal tip. No issues were found with the microcatheter distal tip. The microcatheter was pressurized with water and found non-patent as it is likely occluded with the embolic material. The remaining liquid embolic material was not be returned as it was consumed in the event. No other anomalies were observed. Based on the device analysis and reported information, the report of rupture was confirmed, as the returned microcatheter was found with two ruptures. The returned microcatheter appeared to have ruptured due to over-pressurization, resulting in pressures exceeding the limits of the microcatheter. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to injection rate, pauses during injection, use of palm of hand pressure or increased injection force against resistance. All products are 100% inspected for damages and irregularities during manufacture. Per the liquid embolic material instructions for use (IFU): ¿adequate fluoroscopic visualization must be maintained during liquid embolic material delivery or non-target vessel embolization may result. If visualization is lost at any time during the embolization procedure, halt liquid embolic material delivery until adequate visualization is re-established. Testing has shown that over-pressurization and rupture can occur if 0.05 ml of liquid embolic material is injected and is not visualized exiting the catheter tip. Inject liquid embolic material to displace dmso. Based on clinical practice, it is recommended that liquid embolic material be injected at a steady rate of 0.16 ml/minute (0.25 ml/90 second). Do not exceed 0.3 ml/minute. Use thumb pressure only to inject liquid embolic material. Using palm of hand to advance plunger may result in catheter rupture due to over-pressurization in the event of catheter occlusion. Stop injection if increased syringe resistance is felt. Increased injection force may be due to catheter occlusion. Cont inued injection into an occluded catheter will result in catheter rupture. Do not interrupt liquid embolic material injection for longer than two minutes prior to re-injection. Solidification of liquid embolic material may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter, may result in catheter rupture.¿ if information is provided in the future, a supplemental report will be issued.